Manufacturer narrative:
(B)(4). Insulin pump received with blank display; problem isolated to (B)(4). Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify reprogram, low battery alarms due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a error during set change, diminished battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.